Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two spyscope ds ii devices used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the image of the first spyscope ds ii was lost when it was inserted into the common bile duct. A second spyscope ds ii was used; however, the same problem occured. The procedure was not completed due to this event. Reportedly, a plastic stent was placed and the procedure was rescheduled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.